Event description:
Baxter (B)(4) received a report that one (1) infusor lv5 had two scratch marks observed on the reservoir after filling. The hospital did not use because the possibility of rupture. The device was filled with 5-fu and saline there was no patient involvement and no patient injury and medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 245 ml in the reservoir. Visual examination of the unit confirmed two thin areas resembling "scratched" marks on the inflated bladder. Microscopic examination of the disassembled unit revealed peeling on the outermost layer of the bladder surface. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.